Event description:
FDA indicated that in 2007, a female pt was having a vagal nerve stimulator placed and "as the surgeon tried to place the lead, the lead broke." It was reported that there was no injury to the pt. Good faith attempts to obtain the product for analysis or to find a cause of the event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.